Event description:
Doctor was using ethicon 1 gut chromic naturally brown 8x18" CT-1 cr surgical suture during a laparoscopic-assisted vaginal hysterectomy, right salpingectomy, left salpingo-oophorectomy and rectocele repair. As doctor was pulling through the tissue, the needle released from the suture requiring a different one to be used. Several attempts with different packages resulted in the same failure mode. Doctor then changed to use a vicryl suture instead. Only then, the doctor was able to complete surgery without further issue. The surgical procedure was delayed due to the multiple incidents with the surgical suture.